Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine device check. Review of the stored electrograms indicated the presence of false pause episodes. It was suspected that there were signs of loss of pocket contact leading to the false detections. The patient would continue to be monitored.